Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n166422008, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (10mg/ml, 3.866mg/day), dilaudid (concentration and dose unknown), and morphine (50mg/ml, 19.328 mg/day) via an implantable infusion pump. Indications for use included spinal pain. It was reported that beginning in (B)(6) 2015, prior to the patient's routine pump replacement on (B)(6) 2015 , the patient woke up sick for 2 months, and threw up a "yellow-ish, green-ish looking crap", every 2 to 4 days; it was erratic, and he lost his appetite. Every morning the patient would throw up and then would feel better. The patient stated that when they replaced the pump on (B)(6) 2015, "evidently they disturbed that catheter." The patient stated that the catheter was leaking which caused his symptoms. The hcp "messed patient up" by not replacing the catheter during the pump replacement when the catheter leaked. No troubleshooting, cause for the leaking/catheter disturbed during pump replacement, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. [Please refer to manufacturer's report # 3004209178-2015-19174 for information pertaining to the catheter replacement on (B)(6) 2015 when catheter was connected to patient's new pump system].